Event description:
Customer reports that she received the lancet device with a drum already inserted. She reports that a lancet protrudes from the end of the device. No injuries reported. Requested return of suspect device and replacement was sent.